Manufacturer narrative:
The reported event was confirmed cause unknown. The first photo shows a plastic bag with numbers. The second photo sample shows the overview of the catheter. The third and fourth photo shows the close up of the catheter tip with a bent/curved. The fifth photo shows the inflation valve cap with product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley 119314 and lot number ngjy4778. Visual inspection of the sample noted tip of catheter did appear to be bent and curved. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while in use, patient felt discomfort and removed the foley catheter. Upon checking the catheter, confirmed that the tip, end point was bent. It was also mentioned catheter tip bending refers to deformation a crease or bend was present rather than fracture. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while in use, patient felt discomfort and removed the foley catheter. Upon checking the catheter, confirmed that the tip, end point was bent. It was also mentioned catheter tip bending refers to deformation a crease or bend was present rather than fracture. No medical intervention was reported.